Event description:
The field service representative was working on the ise module of the analyzer when he received an error message that there was a communication error between the cpu and resource controller. He smelled a burning smell so he checked the pcb and discovered that the cuvette controller pcb was burned. There was no smoke and no fire but the board was burned. He removed the board in question. No patient samples were involved in the event and no one was injured.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.